Event description:
Infant's heart rate noted to be 51 with sao2 of 19. Immediate action taken to bring hr an sao2 to within normal limits by providing bag and mask ventilation and 2 chest compressions. Infant responded quickly to efforts. Monitor made no audible noise to alert to alarm. Only red alarm was noted to be illuminated.